Manufacturer narrative:
(B)(4). Date sent: 10/03/2019 device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown, therefore no DHR review could be performed.

Manufacturer narrative:
(B)(4). Date sent: 06/25/2019. Additional information requested and received: was ph testing performed prior to explant to confirm recurrent reflux? No after implant, was the device initially effective in controlling reflux? Yes when did the recurrent reflux begin? Is a lot or serial number available? Yes did the patient have an autoimmune disease? No is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd? Was the device found in the correct position/geometry at the time of removal? Migrated onto the stomach. 1. Described the position of the linx device at the time of removal on upper stomach 2. Did the patient have a hiatal hernia at the time of the removal? Yes 3. Did it appear that the position of the device had changed since the implant procedure? How was this change observed (intra-operatively at the time of explant, x- rays, barium swallow, egd)?

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Is a lot or serial number available? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported by the sales rep that a linx device, lxmc17, was removed due to ongoing gerd and dysphagia. One device will be returned.